Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code a0401 captures the reportable event of stent retrieval loop break. A wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual inspection was performed and the stent cover was found damaged and the retrieval loop was broken. No other issues with the stent were noted. The reported event of stent break was confirmed; the retrieval loop was found broken. It is most likely that procedural factors such as the techniques used by the user, and normal procedural difficulties encountered during the stent removal procedure limited the performance of the device and contributed to stent break and stent cover damaged. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was implanted in the bile duct to treat pancreatitis during a procedure performed on an unknown date. The stent was scheduled to be removed on (B)(6) 2022 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the scheduled stent removal procedure, rat-tooth forceps were used to grasp the stent retrieval loop; however, the retrieval loop broke before the stent was fully removed. The stent itself was then grasped by the rat-tooth forceps and was successfully removed. The procedure was completed. There were no patient complications reported as a result of this event.